Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of low blood glucose while using the ilet, including nocturnal lows, with concerns that meal and correction dosing delivered too much insulin despite correct carbohydrate announcements and early adoption of the system. Symptoms included hypoglycemia with a lowest reported value of 55 mg/dl, without loss of consciousness, seizure, or other acute complications. Outcomes included self-treatment with orange juice, symptom resolution within an hour, and no need for professional medical intervention or hospitalization. Investigation included troubleshooting and education regarding avoiding overcorrection of lows and allowing time for system adaptation, with outreach to the trainer for follow-up. Investigation of this case revealed that the cause of hypoglycemia was unclear, with no device component malfunction identified and no external factors such as steroids or intercurrent illness reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.